Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/24/2019. Device evaluation summary: the actual device was received for evaluation as needle-suture in two section product code 1171t. During the visual inspection of needle-suture pieces, the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture cut that appears to be by the use of a surgical instrument could be observed. The other sections of the suture were examined, and the end were cut. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling. Additional device reported via mw 2210968-2019-80687.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent mammoplasty and abdominoplasty procedure on (B)(6) 2019 and suture was used. The suture broke in the middle at the first knot. There were no adverse consequences for the patient.